Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
Right hip revision. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00254, 1038671-2017-00255, 1038671-2017-00256.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2013. Revision of hip components due to pain and dislocation. The adverse event form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities.